Manufacturer narrative:
The device was returned and investigated. The results of the returned device analysis couldn¿t confirm the reported unintended movement as the device performed as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported unintended movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve, but the clip failed final arm angle (efaa), clip opened while locked. The clip was opened, relocked at 60 degrees and closed; final arm angle was checked again, and it failed. The clip was not implanted and was replaced. A total of two clips were implanted, reducing mr to <1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.